Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead and extension were explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was not confirmed. As received, the continuity testing showed the returned infinity lead passed isolation resistant testing. The cause of the reported event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.